Event description:
It was reported that the device delivered inappropriate therapy due to noise on the ventricular lead. A review of the egm revealed noise that is characteristic of a lead insulation failure. It was also reported that the pacing lead impedance dropped and that a chest x-ray would be performed. The device was reprogrammed to prevent further inappropriate therapy. It was later reported that the lead was damaged due to a clavicular crush. As a result, the lead was explanted.